Event description:
It was reported that the patient was admitted due to dizziness, slow/irregular ventricular rate, and loss of capture noted on the electrocardiogram. During an attempt to interrogate the device, a message of elective replacement indicator (eri)/electrical reset appeared and interrogation was not completed. The patient had not been seen in the office in over a year. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.